Event description:
Device 1 of 2; related manufacturer reference number: 3006705815-2019-01889.

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2019-01889. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s leads were repositioned. Therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-01889. It was reported that the patient experienced a fall. An x-ray was taken and determined that the leads migrated down to t10. As a result, surgical intervention may take place to address this issue.